Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 28-sep-2021 and found an additional complaint related to this event which required troubleshooting with isi technical support. No image or video clip for the reported event was submitted for review. System log review was conducted during the support call. Error logs showed no arm 4 related errors. It was recommended that the customer press emergency stop (e-stop)/resume the surgeon side console (ssc); as well as reseat and/or replace the drape on arm 4. System error log review was also conducted on 28-sep-2021 for a procedure on (B)(6) 2021 on system sk4581. While there were multiple entries for class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)); none of those would seem to suggest a product issue. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted system log review and found the following: error 100 occurs when the customer moves a set up joint (suj) without clutching the arm. Error 256 means that the customer pressed the emergency stop (e-stop) button. Other than the 256 error, all other entries in the logs for that procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)) so none of these would suggest a product issue. There are no observed issues with the system found in the logs. No isi field service engineer (fse) visit was required. Per the fse, no site visit was conducted as the reported problem was resolved on the phone. The fse confirmed with an isi clinical sales associate (csa) that he was on site observing the rest of the cases on the day of the event and that all cases finished with no issues at all. The system is in use. An isi medical safety officer (ms) conducted medical review and results were as follows: the attending surgeon clearly indicated that the patients cause of death was due to underlying comorbidities. The surgeon was not willing to further elaborate as to the reason behind his statement due to patient privacy concerns. The etiology of the patients heart failure is unclear based upon the information provided in the description of events. The patient is described as being in her 70s to 80s with multiple comorbidities; however, the exact nature of the comorbidities is unknown. The information indicates that procedure was longer than anticipated. Although it was reported that a co2 tank change was required during the procedure, it is unknown if there were any additional factors that might have contributed increasing the total operative time. This complaint is being reported due to the following conclusion: while the surgeon, a qualified medical professional, said there wasnt anything about the da vinci that led to the patient dying and that there were multiple pre-existing conditions and cardiac failure and thats it; the surgeon also said that, the tank kept running out of o2 and it prolonged the case. The patient was under anesthesia longer than expected and the issue occurred while the co-surgeon was in the midst of sewing; he had a needle in there. At this time, the cause of the reported issue and the patients death are unknown.

Event description:
It was reported by a co-surgeon that after a completed da vinci-assisted low anterior resection procedure on (B)(6) 2021 for a male patient in their late 70s to early 80s, the patient expired on (B)(6) 2021. The patient was described as being a cancer patient with multiple pre-existing conditions. It was reported that the patient had been in the ICU since the da vinci procedure yet the ICU stay was not related to the procedure. The initial reporting surgeon allegedly said that they did not believe that an intuitive device caused or contributed to the reported death and the cause of death was believed to be heart failure. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from the console surgeon regarding the reported event: after a da vinci-assisted low anterior resection procedure for a female patient in their late 70s to early 80s, that was performed and completed on (B)(6) 2021, the patient expired on (B)(6) 2021. Upon asking the surgeon, what issues, if any were there in the surgery, the surgeon said, there were really no issues during the case other than some insufflation issues but nothing technical with the system or instruments. The surgeon said that, the tank kept running out of o2 and it prolonged the case. The patient was under anesthesia longer than expected and the issue occurred while the co-surgeon was in the midst of sewing; he had a needle in there. The procedure completed robotically. The patient stayed intubated and went to the intensive care unit (ICU) after the procedure. The surgeon said that the patient going to the ICU had nothing to do with the procedure. Upon asking about patient comorbidities, and post-operative care, the surgeon became uneasy and stated, this makes me really uncomfortable talking about hipaa topics with you, this is really not right. When again stating the purpose of the call; to determine whether a da vinci product had a causal relationship with the patients death, the surgeon said there wasnt anything about the da vinci that led to the patient dying; there were multiple pre-existing conditions and cardiac failure and thats it. The patient passed on (B)(6) 2021. The surgeon declined answering further questions citing hipaa privacy.